Event description:
The reporter indicated the surgeon attempted to insert a 12.5mm (B)(4) implantable collamer lens in the patient's left eye (os) but the lens tore before injection. The lens was not implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).